Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had a torn distal end sheath. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h10. Correction to the following fields: b5, d5, e1, e2, e3, g2 user facility was incorrectly selected in the initial report, h6 component code, impact code and problem code and g3 of the initial medwatch. The aware date should be 14-mar-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation the foreign material adhering to /clogging suction-cylinder was confirmed, however the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from the bending section cover or distal sheath. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use. Instructions for use: bf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. Instructions for use: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
Upon device evaluation, foreign material was found in the bronchovideoscope's suction cylinder. There was no patient involved.